Event description:
Patient came into the office for a 6-month follow-up visit. She said that she has been experiencing pain down her foot below the incision site and that her heel is numb. She wants the implant removed. She is looking to schedule the implant removal for the middle of august. She also stated that she had a lot of difficulty with the wearable and that it would take her over an hour to complete a treatment because it consistently timed out. She stopped using it altogether over a month ago.

Manufacturer narrative:
The patient had pain down her foot below the incision site, and her heel is numb and following timed out sessions of ecu, stopped the treatment. Patient is expecting to get the implant removed, but it hasn't been scheduled yet.